Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported patient effect of worsening mr appears to be a result of the slda. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2017, during a follow up visit a echocardiogram was performed, which found that the clip (cds 70221u205) detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to a grade of 3. The other clip remained secure on the leaflets. No additional treatment is planned for the patient. No additional information was provided.